Event description:
The patient reportedly experienced ongoing intermittencies for the past three months. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.